Event description:
It was reported that the patient was undergoing an atrioventricular (av) node ablation for a history of atrial arrhythmias. After the procedure the impedance on the right ventricular (rv) was low and triggered a lead warning and the device went to unipolar polarity in the rv. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.